Event description:
Rn reported home pt had three incidents of peritonitis. The first peritonitis event was diagnosed on 8/10/98 and pt was treated with gentamycin (dosage unknown). The second event was diagnosed on 9/24/98 and pt was treated with vancomycin and ceftaz (dosages unknown). The third event was diagnosed on 10/23/98. No treatment info was provided by health care professional at the time of this report.